Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a blue light coming from the firefly illuminator. The customer was unable to perform a white balance. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue occurred during a low anterior resection surgical procedure. The customer did not finish the procedure with the da vinci system. The procedure was completed using a laparoscopic endoscope and robotic trocars. The procedure was prolonged for around 15 minutes due to this issue. Further follow-up was conducted by isi, the following additional information was obtained: the system was inspected prior to use, and no issues were noted during set up. There were no issues with the port placement. During surgery, the vision of the colors suddenly changed - the white color was not visible, and all the colors seemed green. The surgeon tried several times to perform white balancing, but calibration was not possible (the system was unable to finish it). Subsequently, the surgeon thought the problem was related to vision (camera cable or camera head). This issue occurred 2 hours and 30 minutes into the procedure; troubleshooting was performed with an isi field service engineer (fse) and the clinical sales representative (csr). The endoscope and cable connection between the dual camera/camera control unit were checked, and the system was restarted with the breakers; however, the issue persisted. The procedure was converted because the surgeon commonly performed laparoscopic technique and preferred to end the operation laparoscopically. The patient was reported to have an optimal post-operative course and did not experience any complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The illuminator was visually inspected and observed to be very dusty. The illuminator was then installed on in-house system, and it failed with blue lights, and was also unable to do white balance.